Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was a loss of connection between the transmitter and receiver occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the problem and probable cause could not be determined.